Event description:
It was reported that the 9800 system made a popping noise from the x-ray tube. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube and the temperature sensor error were replaced during the service call. The system was tested and found to be working as intended and put back into service.